Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a high blood glucose event involving four infusion sets on (B)(6) 2025 and was treated with a correction injection via multiple daily injections, the patient also reported bleeding at the insertion site, and the infusion set had been in use for only a few minutes.